Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was out of service. The customer reported there was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2016. Serial #: customer did not provide the serial number. Problem statement: through follow-ups, the key market indicated that the customer reported the machine has some faults: intermittent low tidal volume and low suction pressure. Device evaluation: not applicable. Resolution and disposition: the customer informed the key market that the machine has been repaired in normal use. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: no parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. If parts are returned, the complaint will be reopened.